Event description:
Reportedly, during testing, the fio2 value displayed (16%) was lower than the set value (21%). Calibration did not resolve this issue. Upon replacing the oxygen sensor, the issue was resolved. There was no patient involvement.